Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 44-year old female patient underwent breast prosthesis implantation surgery with an unspecified mentor saline implant on an unspecified breast and suffered breast implant deflation, post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were: (right) 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 9676981 sn: (B)(4) and (left) 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 9660674 sn: (B)(4).

Manufacturer narrative:
On (b)(3) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On august 1, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the saline implants 275cc breast implant had a shell abrasion on the posterior view. In addition, a tear was noticed within the shell abrasion, measuring approximately 0.2 cm on the posterior view. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.